Manufacturer narrative:
The insulin pump alarmed during testing due to protruded/loose drive support disk. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, reservoir tube, scratched lcd window and bleeding lcd glass.

Event description:
It was reported that the insulin pump alarmed an error while the customer was trying to rewind and prime the device without a reservoir. It was also reported that the device was not detecting the reservoir and insulin continued to spurt out. The customer's blood glucose was unknown. The customer did not have a back-up plan. Nothing further was reported.